Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/9/2020. H.6. Investigation: one physical sample is received which was sent to the quality control laboratory for visual inspection. During the visual inspection, no presence of dust, fibers, hair, grease, insects, metals, etc. Was reported in the fluid path, the sample was compliant. It¿s important to mention that the sample received is open and without primary package thus is not possible to know the batch number. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd luer-lok¿ tip syringe had moisture found in it after opening the packaging. The following information was provided by the initial reporter: "the syringe has moisture in it upon opening packaging."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd luer-lok¿ tip syringe had moisture found in it after opening the packaging. The following information was provided by the initial reporter: "the syringe has moisture in it upon opening packaging."